Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, a patient in (b)(46 underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient was diagnosed with a fungal infection at the puncture site; as a result, the tubing was removed and the puncture site was surgically closed. On an unknown date, the fungal infection resolved. On (B)(6) 2019, the patient received a new peg and j tube with a new stoma site.